Manufacturer narrative:
The device associated with complaint # (B)(4). Wasn't returned by the customer. Further investigation could not be performed to determine the root cause. Additional attempts were made to obtain the power supply's. But no response was received. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. Damage found to a device is readily detectable by visual inspection. A clinician would immediately recognize that the device was broken / damaged and would likely remove it from clinical service until the device is repaired or replaced. As it was noted by the customer that the internal aspect of the battery in the stand exploded, this could contribute to a serious injury or death, if the malfunction were to recur. Therefore, baxter considers this complaint a reportable malfunction.

Event description:
It was reported that the internal aspect of the battery exploded in apm stand. There was no reported injury. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Baxter is awaiting the return of the device for a thorough analysis. Baxter will submit a final report with investigation conclusion on this incident.

Event description:
It was reported that the internal aspect of the battery exploded in apm stand. There was no reported injury. This report was filed in our complaint handling system as complaint #(B)(4).